Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that in-stent restenosis (isr) and angina occurred. In (B)(6) 2012, the patient presented due to unstable angina and was referred for cardiac catheterization. Subsequently, index procedure was performed. The target lesion was located in 1st right posterolateral segment (rpl) with 90% isr (unknown stent) and was 8 mm long with a reference vessel diameter of 2.50 mm. The target lesion was treated with direct placement of a 2.50 mm x 12 mm promus element plus drug-eluting stent. Following post dilatation, residual stenosis was 0%. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient was diagnosed with myocardial infarction (mi) and was hospitalized on the same day. Angiography without revascularization was performed in response to the event. Two days later, event was considered as resolved and patient was discharged on the same day. In (B)(6) 2016, the patient presented with chest pain and was diagnosed with angina. Subsequently, patient was hospitalized on the same day and cardiac catheterization was recommended. The next day, a forte guidewire was initially used to cross a lesion in the left anterior descending (lad) artery, however it failed to cross lesion. Eventually a non-bsc wire was placed across the lesion which was dilated with balloon. Following this, a 2.25 x 32 promus premier des was deployed resulting in reduction of stenosis from 100% to 0%. The 80% stenosis located at 2nd rpl was treated with balloon angioplasty and placement of 2.25 x 16 mm promus premier des with 0% residual stenosis. The 70-80% isr located at 1st rpl was treated with balloon angioplasty and placement of 2.5 x 28 mm and 2.5 x 12mm promus premier des with 0% residual stenosis. The 70% stenosis located at r-pda was treated with the placement of 2.25 x 16 (proximal) and 2.25 x 8 (mid) promus premier des with 0% residual stenosis. The following day, the event was considered resolved and patient was discharged on aspirin and clopidogrel.